Manufacturer narrative:
This product is manufactured by zimmer biomet in (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet in (B)(4) manufactures a similar device in the united states under 510k number k972629. Examination of returned device and device history records found no evidence of product non-conformance. Visual review of the lag screw shows marks/scratches on the surface; which is expected as the part was implanted and then explanted days later. A conclusive root cause of the event could not be determined with available information.

Event description:
Patient underwent a revision of a hip fracture system two days post-implantation due to the lag screw being loose.